Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Leak testing, clear passage testing, clamp function testing, torque engagement and device to device interaction testing were performed with no issues noted. The spike diameter on the device was found to be within specifications and the device passed the integrity of seal test with no issues noted. A visual inspection of the device identified marks on the outside of the patient adapter indicative of tool use. The reported connection issue could not be duplicated during evaluation. A CAPA currently exists to investigate reports of damage to transfer sets. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between their transfer set and their titanium adapter during automated peritoneal dialysis therapy. The transfer set was further described as slightly deformed, resulting in the adapter insertion being deeper than usual and the connection was loose. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.